Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when the "circuit was removed from the main flow" while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated however, an error code depicting a motor shutdown was observed in the device's event log. The device's software version was upgraded to 1.06.10.00 which is performed optimization for occurrence of the error code to address the issue. The device passed all final testing.